Manufacturer narrative:
Zealand pharma ae assessor spoke with patient mentioned a serious high glucose level of 596 which occurred 3-4 weeks ago. Patient states he had eaten 2 "full" meals, lunch and dinner. Patient had also eaten "extra" food. Patient did not test his glucose level that night. Patient did not give details of dates or time of the glucose level. Patient woke and his glucose was 596 which concerned him. Patient states his symptoms were dry mouth. Patient had given himself additional sq insulin of 30 units humalog. Patient states he drank extra water, but also states he normally drinks at least a liter of water daily. When questioned about possibly having dka patient denied. This was a serious high glucose level especially for a t1 diabetic. Patient self-treated and recovered. Patient admits to not testing his hs glucose level and admits to dietary indiscretion. Patient does not exercise and uses a cane to walk. Device contribution cannot be excluded but it does appear that patient had dietary indiscretion and neglected to test his glucose level at hs. Additional sq levemir is off label use, but the hcp can prescribe off label insulin.

Event description:
The patient reported that his most recent hyperglycemic episode was 3-4 days ago with a bg of 596. The patient mentioned that during hyperglycemic events, he takes about 20 units of insulin using a syringe with the v-go remaining applied.